Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2hl6b. Product ID: 978b128, serial/lot #: va2hl6b, ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were told when they got their system changed out in (B)(6) 2021 they got full body eligible. The MRI facility just said they called medtronic and said they were head only eligible. In talking the patient mentioned they are having a lot of back issues down in the area of the stimulator and the incision. About two weeks ago they were getting a lot of pain where the surgical site is (beginning of april the end of march). They went to the doctor on tuesday (B)(6) 2022. The doctor told them to turn the stimulator off. The patient had the stimulator off for three days. When the stimulation is off they are not able to void, so they just turned stimulation back on and when they go pee it is dribbling out. Patient just tried going to the bathroom and couldn't. When patient is driving or is sitting in the  passenger seat in the car they have a low dull burning sensation. They had trouble pu tting the new lead back in the sacral nerve. Originally it wouldn't work. They put the wire on left and the stimulator on the right. The patient said there was a woman (name asked unknown) from medtronic at their surgery at women and infants in (B)(6) ((B)(6) 2021. Walked caller through putting their device into MRI mode. They showed full body eligible. The issue was not resolved through troubleshooting.